Event description:
It was reported that the customer was hospitalized for dka. The customer verified that the programming and histories were accurate. It was indicated that the customer did not prime the infusion set properly due to not holding down the activate button long enough for the pump to begin priming. The next day, the customer called back for assistance with rewinding and priming the pump. At that time, the customer was assisted and educated on the proper techniques.